Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: -, ubd: , UDI#: ; product ID: 9735797, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the navigation system. The router and wifi endpoint were replaced. Code: b01, c07, d02 the endpoint was returned for analysis. The endpoint was unable to connect to the network via wi-fi. Codes: b01, c10, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to connect to wifi, a timeout message was received. Troubleshooting steps included swapping the ethernet cable from the wifi endpoint into the router, which did not resolve the issue. The probable cause was identified as a damaged wifi endpoint. There was no patient involved. Additional information was received. It was reported that the manufacturer representative (rep) called for additional troubleshooting assistance. The wifi endpoint was replaced, but the issue persisted; when he clicked "refresh" on the wifi settings tab in stealthstation configuration, the system gave a "ping of endpoint failed, server is unable to connect to endpoint" error. No items populated in the list of available access points. Selftest also showed a red connection status, hostname, and ip address for the wifi client endpoint. The rep ensured wifi was enabled, and the wifi endpoint was receiving power. Technical services (ts) had the rep ensure the ethernet cable connecting the wifi endpoint to the router was properly seated on both ends, and it was. Ts then had the rep plug the wifi endpoint's ethernet cable into a different port on the router (specifically, the one that the network isolator's ethernet cable plugs into), but issue persisted. Ts also had the rep try a different ethernet cable to connect the wifi endpoint with the router, but issue persisted. Issue is believed to likely be with the network router. It was confirmed that the system currently has legacy router; a refresh router upgrade kit will be sent.

Manufacturer narrative:
H3, h6) the product ID: 9735799, lot number: 1709394787100284, was returned to the manufacturer for analysis. All ports pinged successfully without any packet loss. The unit wouldn't connect to wi-fi. It was detected that the checkpoint had the "dmz" port configurations missing. Once this was added, the checkpoint was able to connect to the local area network (lan) using the endpoint and functioned as intended. Previously reported codes b01 and d02 are applicable as well as newly reported code, c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.